Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep spoke with the patient. The patient did not have his programmer with him at the time so he had difficulty getting relief until he was able to turn his amplitude down. The patient indicated that he wanted to meet with the rep as soon as possible to get device set where it senses his position. He asked to meet early next week but then immediately stated he was very busy and that may not work for his schedule. The rep confirmed the schedule of upcoming appointments with the patient at the hcp's office. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient thinks something is wrong, patient said stimulation caused him to throw himself on the ground (patient was on the floor in two seconds) and couldn't walk, something overstimulation, whole body being shocked. Patient said he was feeling shocking from his stomach down to his feet and he couldn't bend the muscles in his legs. Patient said he wasn't using any tools, was cleaning up the shop, rolling up an extension cord. Patient said that he was finally able to get the controller and said that the setting was the same however he turned stimulation off. Patient said that earlier this morning ((B)(6) 2017), happened for a couple minutes, patient was sitting in a chair and stood up and nailed him, threw him against the wall when he stood up. The patient said that pain is worse now and he is really frustrated with the whole experience, might just have it removed. The target pain area is supposed to be in lower back and feet. The patient said that during implant they shocked his stomach muscles and is concern ed the wire was not positioned correctly. Other medical information: brain tumor, 13 surgeries in that past, severe neuropathy in legs and arms. No further complications were reported. No additional patient symptoms.